Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had a crack in the case near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no data from the time of the event was available in the pump black box due to continued patient use. The available pump data showed no evidence of unexplained power loss. The pump battery compartment was observed to be cracked. The battery cap was inserted and secured appropriately to the pump. The pump was exercised for 24 hours without power loss or alarms occurring. The pump was opened and there was no evidence of loose components or moisture damage observed. Unrelated to the complaint, the display screen was observed to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.